Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon could not be duplicated. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, the reported phenomenon could have been attributed to faulty electrical circuit board of the subject device due to accidentally failure.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus service operation repair center (sorc), it was found that only a part of the front panel display of the subject device lit up when the power of the subject device was turned on. There was no report of patient injury associated with this event.